Event description:
It was reported that during a prostate procedure, the fiber life was flashing; five different times at "around 1040j". The doctor used a second fiber to complete the case. No patient injury was reported.

Manufacturer narrative:
Fiber analysis: the fiber exhibited a circumferential fracture of glass cap proximal to fiber/ cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. Indicative of a fracture beneath the metal cap. The metal cap has minimal burnt on detritus and devitrification of cap at out put window. The identified issues noted above may activate the fiberlife function. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/ user handling due to anatomical/ procedural factors encountered during the procedure.